Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no slowness on the station. A technical support specialist (tss) connected to the station, performed login and functionality checks, verified that drives and database were healthy, and found no evidence of slowness. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was slow. The time between screens was longer than usual for multiple transaction types. There were no adverse events or injuries reported based on this event.